Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint.

Event description:
As reported, a powerflex pro balloon catheter (10mm4cm 80) was delivered to the lesion in the iliac artery and inflated for post-dilation. The balloon was deflated and attempted to be withdrawn into the sheath when resistance was encountered. The physician attempted to re-inflate the balloon but found that it had ruptured. The device was removed and the procedure was completed ¿as is¿ without post-dilation. There was no patient injury reported. The device was clinically used and will be returned for analysis.

Manufacturer narrative:
Complaint conclusion: as reported, a 10x40mm 80cm powerflex pro balloon catheter (bc) was delivered to the lesion in the iliac artery and inflated for post-dilation. The balloon was deflated and attempted to be withdrawn into the sheath when resistance was encountered. The physician attempted to re-inflate the balloon but found that it had ruptured. The device was removed and the procedure was completed ¿as is¿ without post-dilation. There was no patient injury reported. Multiple attempted to obtain additional information were made without success. The device was not returned for analysis. A device history record (DHR) review of lot 17726034 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ and ¿balloon withdrawal difficulty through guide/sheath could not be confirmed as the device was not returned for analysis. The exact cause of the rupture and withdrawal difficulty reported could not be determined. Based on the information available for review, vessel characteristics (although not provided) and handling factors may have contributed to the rupture reported and the subsequent withdrawal difficulty since calcified/resistant lesion can damage the balloon, and the ruptured balloon material can cause resistance with a guiding catheter/sheath during removal. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. If resistance is felt upon removal, then the balloon, guidewire and the sheath should be removed together as a unit, particularly if balloon rupture or leakage is known or suspected. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is evident.¿ also, the IFU states, ¿caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system.¿ based on the device history record (DHR) review and the information available for review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.